Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The suspect device has not been received by carefusion.

Event description:
The customer reported that while performing their inspection on the unit they were unable to get the zero lower than 2.21 cmh2o on the external meter with the mean airway pressure reading 3.2 cmh2o on the panel meter. The customer reported no patient involvement.

Manufacturer narrative:
Results of investigation: the device was returned to carefusion's factory service department for repair. The reported issue was duplicated and the root cause was isolated to pneumatic out of specification causing zero span to be out of specification. The pneumatic was recalibrated and a 12k kit installed. The unit meets service specifications.